Manufacturer narrative:
Additional initial reporter - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d10, e1 (initial reporter).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via the emergency support program line that the intra-aortic balloon (iab) sensation plus 50cc had a fiber-optic sensor failure alarm during patient transport. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 initial reporter name, h5. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. A transport team member, called requesting assistance for a fo sensor failure. She stated the alarm had gone off after the ambulance just rode over a large bump in the road. Esp team member requested haley remove the fo cable from the pump and reinsert ensuring the arrows aligned on the catheter and pump. She repeated multiple times; however those instructions did not resolve the alarm. Esp team member recommended switching to the inner lumen. Switched to the transducer as the ap source and zeroed without difficulty. Reported appropriate waveforms and blood pressure indices. Esp team member collected product surveillance. No patient harm or injury reported. Nurse stated the patient is transferring to houston methodist hospital in houston, tx. Esp team member collected the ICU¿s phone number to obtain information for the biohazard kit.